Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result(s). False negative for rsv. The end user reported receiving a pcr test at the ER on (B)(6) 2026 and the result was positive for rsv. Then, the end user tested with a flowflex plus rsv test on (B)(6) 2026 and the result was negative. They tested again with a flowflex plus rsv test on (B)(6) 2026 and the result was negative. They confirmed that they'd disposed of all the test materials prior to contacting acon so they were unable to provide any lot information.